Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was having issues connecting the communicator to the pump on the morning of (B)(6) 2026 the patient stated that "no device found" appeared on the screen. The patient alleged that the pump had flipped because they were "not able to connect it right". The patient also added that the screen would get stuck at 90% when connecting to the pump. Patient services had the patient reset the communicator and handset and walked the patient through connecting the pump. The patient stated that "no device found" appeared. Patient services had the patient move the communicator around the pump and the patient was able to see the "deliver bolus" screen. After that, patient services assisted the patient in deleting the data and the patient was able to connect to the pump without a lag at 90%. Troubleshooting steps taken resolved the issue. The patient would call back if further assistance was needed. The patient had 3 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.